Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The contact reported that the customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.